Event description:
On (B)(6) 2019, pentax medical innovation center was made aware of an incident which occured in the united states. The reported complaint of "cryoballoon focal pear catheter balloon separated from the catheter during use" involving the pentax cryoballoon focal pear catheter fg-1033/ lot # 01152019-01 did not cause a serious injury or death of a patient or user. No serious injury or death of a patient or user, or delay in the procedure which would require medical intervention was reported. However, the information reasonably suggest that if the malfunction recurs, the device or any similar marketed device is likely to cause or contribute to a death, serious injury, or other significant/important medical event. (B)(4) was issued for the return of the device for further evaluation.